Event description:
It was reported that the patient had been hospitalized with high blood glucose levels on (B)(6) 2025. The patient's blood glucose levels had rose to 254 mg/dl. The patient was found unconscious. Once at the hospital the patient was diagnosed with high blood glucose levels as well as high blood pressure. The patient reports they had a new pod applied at the hospital. The patient was treated with intravenous fluids as well as medication for high blood pressure. The length of the hospital stay was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.4 cgm sensor type: g6.